Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates. Reportedly, the cartridge was filled with 275 units of insulin, and the insulin gauge displayed 28 units at the time of the call. There was no impact to the customer's blood glucose level. During the call with tandem technical support, the customer reloaded the cartridge.